Manufacturer narrative:
Correction: corrected d10 - therapy dates for d10 - concomitant medical products based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient lost over 100 lbs of weight and is experiencing pain at the ipg site. Additionally, patient is having trouble charging their ipg due to the placement of the ipg since patient's body shape makes it extremely difficult to charge.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.